Manufacturer narrative:
Only the straight plate shaft was returned. One of the eyelets of the straight plate shaft was observed to be fractured open and distorted. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur. A review of the manufacturing records showed no anomalies.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device state that disassembly, bending, or breakage of any or all timesh components can occur.

Event description:
It was reported to medtronic neurosurgery that the device was found to be broken around the hole intraoperatively. According to the report, the doctor replaced the device with a new one to complete surgery. Reportedly there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.